Event description:
During evaluation of a returned spectrum iq pump, the number one key on the keypad was found not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the number one key on the keypad was found not functioning. The cause was identified to be the keypad which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.